Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter read inaccurate. The complaint was classified based on the customer service representative (csr) documentation since the patient terminated the call and no contact details were provided. It was not reported when the alleged inaccuracy issue began. It was not reported if the issue was with blood or control solution and the alleged inaccurate result obtained on the subject meter was not provided. It was not reported if the patient takes any medication to manage their diabetes or if they made any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that as a result of the alleged issue they were hospitalized with a blood glucose reading of ¿20 mg/dl¿. The treatment provided in hospital was not reported. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event and the subject meter could not be ruled out as a cause or contributor to the event.